Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that over the last few weeks, during interrogation prior to implant, both of the implantable cardioverter defibrillator (ICD) battery statuses fluctuated between the normal red/green and persistent gray bar. The icds were not implanted. There was no patient involvement.